Manufacturer narrative:
This event occurred in (B)(4).

Manufacturer narrative:
A specific root cause could not be determined as no further information was available from the customer.

Event description:
The customer alleged they received a questionable phosphate (inorganic) ver.2 (phos) result for one patient on their c501 analyzer. The patient's initial phos result was 2.4 mmol/l and was sent out of the laboratory and proved to be wrong. On (B)(6) 2014, the sample was repeated and the result was 0.8 mmol/l. Information on whether the patient was adversely affected was requested but not provided. The phos reagent lot number was 690487. The expiration date was requested but not provided.